Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. The balloon was inflated to 22 atmospheres. There was no balloon rupture as the device maintained pressure of 22atm with no leak noted; thus, the reported complaint was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 6mmx20mm armada 35 balloon dilatation catheter (bdc) ruptured at 6 atmospheres (atm). No additional information was provided.